Event description:
During a case, amatech's "shoulder beach chair", part number f-scber, was assembled to the surgical table inorder to support a patient's back. This accessory mounts to the medical rails on the detachable leg section of the surgical table, while being used, the leg section came detached from the surgical table causing the pt's back to become unsupported. No pt injuries were reported.

Event description:
There have not further complaints regarding the leg section being detached while using amatech's "shoulder beach chair", part number f-scber. Since the investigation concluded that this complaint occurred due to user error and there has only been one occurence, no additional corrective or preventive actions have been taken. No design changes have been implemented. The correct use of the product is described in the user manual.